Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display is not readable. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. The device was monitored and no display anomaly and backlight function properly noted.